Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they were going to have the implant removed in the next couple weeks because the implant had been turned off for two years. They lost so much weight, and the implant was loose and hitting their spinal cord, and it was hurting them more than helping them. The patient stated they were getting scheduled for an MRI, and they refused to do the MRI without the controller. The agent reviewed the process to replace the controller. Patient services reviewed device function and recommended the patient consult with their healthcare provider for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.